Manufacturer narrative:
The unit was checked and tested by our field service engineer. A completed electrical safety test and software check was conducted. The system passed all the tests with no issues and it is back in use at the customer facility. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure the system shut down and the screen went black. There was no report of consequences or injury to the patient.